Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen 47 mcg/ml (dose 25 mcg/day), fentanyl 5000 mcg/ml (dose 2679 mcg/day), and bupivacaine 3.3 mg/ml (dose 1.76 mg/day) via an implanted pump. The baclofen lot number, relevant medical history, and other medications the patient was taking at the time of the event were unable to be obtained. Indications for use were non-malignant pain. On an unknown date, the patient experienced increased pain. The issue was identified when the patient spoke with her provider at the pain clinic. A dye study was performed and the company representative was not present at the time of the dye study. According to the healthcare provider they were able to aspirate from the catheter access port (cap) and injected dye. He saw dye leaking out from the l2 region of the patient's spine. The patient would be sent to a surgeon for a catheter revision. The patient would be referred to a surgeon to revise the catheter. Surgical intervention was planned, but it was unknown if the surgery had been scheduled. The issue was not resolved at the time of the report and the patient¿s status was ¿alive-no injury¿. The type of baclofen, the date of the event, diagnostics performed with results, the cause of the pain and catheter leak, and actions/interventions taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [See manufacturer's report 3007566237-2016-00745] on 04/15/2016 additional information was received from a consumer indicated the patient was receiving intrathecal fentanyl (concentration and dose unknown) via the implanted pump. The catheter was leaking and it was noted a dye study was performed. It was a ¿gradual thing¿ and there was more medication left in the pump and the patient was not getting enough medication. They were going to change the catheter, but the reporter wanted to know if they would change the pump also. The patient did not know if they were going to operate on her and find out if they would change the pump too. The reporter was to follow up with their hcp. The event date was (B)(6) 2015.

Event description:
Additional information was received from a health care provider via a company representative. Per the managing practice, a catheter issue was detected at a dye study; dye was detected in the subcutaneous tissue. A catheter revision took place on (B)(6) 2016. In pre-operation upon interrogating the pump, the pump showed a motor stall event occurred (B)(6) 2016. There were no known factors that would have contributed to the motor stall. Per the representative, the logs were run where no other event had occurred prior. During the revision, the spine segment catheter was deemed patent and therefore only a new pump segment catheter was placed. The explanted pump segment was discarded by the customer. The issue was resolved. The managing health care provider requested a 50% daily dose decrease at the revision; the new doses were not provided. Patient status at the time of the report was alive with no injury.

Manufacturer narrative:
(B)(4). The previously reported recall/notification z-0497-2013 no longer applies to this event.

Event description:
Please see manufacturer report # 3004209178-2016-09461 for information regarding the previously reported motor stall allegation. If additional information is received regarding the motor stall, the information will be addressed in that report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.